Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A review of the downloaded data log did not confirm the reported event of an intermittent audio output. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced no audio output from the receiver and a hypoglycemic event. Patient reported that he had missed the low because the receiver did not alarm at the urgent low. The patient reported that he passed out and his girlfriend called emergency medical technicians. (Emts) the continuous glucose monitor (cgm) and finger stick (fs) both read 45 mg/dl. The emts arrived and gave the patient glucose tablets. At the time of contact patient was stable. No additional patient or event information was provided. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.